Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using ac power; however, the device did not remain on when switching between ac and dc power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The customer complaint regarding "not reading correctly" could not be duplicated. Internal inspection revealed a blown system board battery fuse, likely due to the battery being connected with the polarity reversed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported: "device not registering correctly. Tried a different cable and sensors still feeling it not reading correctly." No consequences or impact to patient was reported.